Event description:
It was reported that the recently implanted vns patient developed an infection at her neck incision site. The patient underwent surgery on (B)(6) 2014 to explant her generator and lead. The patient has not been re-implanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.